Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle hub separated. The following information was provided by the initial reporter: according to the customer¿s report, he/she had difficulty removing the shield and hub-needle/shield assembly was then separated from the barrel.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of a 0.3ml syringe were provided. Customer reported that the hub-needle/shield assembly was then separated from the barrel and difficulty removing the shield. The photos were reviewed, and it was observed that the needle hub/shield assembly was not properly attached to the barrel. Due to the batch being unknown no DHR is able to be completed. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle hub separated. The following information was provided by the initial reporter: according to the customer¿s report, he/she had difficulty removing the shield and hub-needle/shield assembly was then separated from the barrel.